Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.0/+1.0/095 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2018. Intraoperatively the lens was explanted. On (B)(6) 2018 an alternate lens was successfully implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue on the product. Visual inspection found the lens missing a piece of its haptic and presence of residue on the lens surface. Corrected data: type of reportable event: it is corrected from "serious injury" to "malfunction" in the initial MDR. Claim# (B)(4).